Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the third inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and a pinhole was noted at the center part of the balloon. The procedure was completed with a different device. No patient complications were reported and the patient was in good condition.